Event description:
It was reported that the valve was explanted because it was occluded.

Manufacturer narrative:
The valve was patent. It was within specifications for the preimplantation test and pressure-flow tests performance at pressure level 0.5 and pressure level 1.5 with a flow rate of 20.4 ml/hr and 46.8 ml/hr. It did not pass the siphon or reflux tests. It was not within specifications for pressure-flow tests performed at pressure levels 1.0 and 2.5, and tests performed at 5.5 ml/hr. The valve has a large piece of dark red debris in the reservoir, similar in appearance to a blood clot. There is also a large amount of proteinaceous residue around and in the cassette housing, proximal occluder and delta chamber. Debris in the valve may interfere with the valve mechanism resulting in siphoning, reflux and low pressure-flow results. The valve did not pass the leak test due to two holes in the reservoir. This damage is similar to damage that may be caused by a needle puncture. A review of the manufacturing records was not possible as not lot number was provided. All our products are 100% tested at the time of manufacture.